Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed. The attached user facility report # (B)(4) was received from the intermacs registry.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received a device tracking form via their device tracking system which stated that the pt underwent a pump exchange from one lvad to another lvad on(B)(6) 2013 due to thrombus. Additional info was received stating that the pt had an increase in her platelet almost immediately following implant. The pt had been placed on coumadin and asa with inr target of 2.5. Post implant the lactate dehydrogenase (ldh) was at 2000-3000 and was maintained at that level. The pt was to be listed for 1a transplant however an organ was not available so a decision was made to exchange the lvad pump.